Event description:
It was reported that the patient was being revised due to painful left hip. X-ray revealed stem loosening.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding stem loosening involving an accolade stem was reported. The event was not confirmed. The device was not returned for analysis. DHR indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. Further information is needed to complete the investigation for determining root cause.

Event description:
It was reported that the patient was being revised due to painful left hip. X-ray revealed stem loosening.